Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the video connector was cracked, and noise on image was noted due to faulty video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the picture with the hd camera head went in and out. It was noted the device had issue where the camera plugs into processor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the noisy image was due to a connector failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.